Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the subjected device was not returned. It is likely due to air compression by the compressor the cause of the event. The combination of outside temperature, humidity, air supply pressure, and the state of the cleaning tube connection saturates the amount of water vapor in the compressed air and causes condensation, which likely caused water to accumulate in the filter through the inside of the hose. However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the endoscope reprocessor water was flowing back into the air filter, and when the air filter was removed, water dripped out. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.